Event description:
During use of the device in a cardiopulmonary bypass procedure the user reported that roller pump suddenly increased to maximum speed with a slight adjustment of the speed control knob. The pump was not in the arterial or cardioplegia delivery position. No pt injury was reported as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.